Event description:
A homecare patient intubated with a 5.0ped, pediatric treacheostomy tube experienced distress, aspirations and significant tracheal bleeding. Patient required medical intervention and follow-up treatment. The 5.0 ped device was in use approximately three (3) days when the reported problems occurred. The patient's ent has treated and evaluated the reported conditions. Patient has limited control/strength of head and neck muscles with head normally titled/resting on shoulder. Statement was made that the angle/curvature of the 5.0ped cannula may not be compatible with the patient's anatomy based on the scoped location of the tracheal bleeding and irritation site. A back-up device replaced the 5.0 ped and was still in use twelve days after the reported event.